Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise resulting in pacing inhibition were noted on the right ventricular lead. Noise was reproducible during provocative testing. Lead revision is anticipated. The patient was stable.

Event description:
Additional information received indicated that the right ventricular lead was capped and replaced to resolve the event. During the lead revision, insulation damage was observed.